Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient reached target at 33c then it had been stuck at 31.7c since while using the arctic sun device. The flow rate was 2.4 liter per minute and the water temperature was 36c and also had no alarms. They had been stopped, then sedation was restarted recently. The nurse thought it had to do with sedation being restarted in context of the patient had myoclonus which stopped and then heat generation stopped.

Event description:
It was reported that the patient reached target at 33c then it had been stuck at 31.7c since while using the arctic sun device. The flow rate was 2.4 liter per minute and the water temperature was 36c and also had no alarms. They had been stopped, then sedation was restarted recently. The nurse thought it had to do with sedation being restarted in context of the patient had myoclonus which stopped and then heat generation stopped. Per follow up via phone 29dec2021, nurse stated initial reporter was not available and was unaware of event. No additional information available at this time. Additional follow up needed. Per follow up via phone 04jan2022, nurse stated they completed therapy with no further issues after speaking with troubleshooting. The arctic sun did not need to go to biomed. No patient identifiers available. All available information had been received.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.